Manufacturer narrative:
Manufacturer's ref (B)(4). Serial number for the receiver is not yet available, device has been sent to gn but is not yet received. Manufacturer's investigation is therefore pending, to be submitted when final. This is an initial report.

Event description:
Date of incident: on (B)(6) 2024 on (B)(6) 2024 it was reported that a receiver broke in the hcp's office, when pulling on it to change the dome. The top housing of the receiver, along with the dome, then detarched from the metal part of the receiver. The user did not wear the receiver when or after this happened, no object was left inside the ear of the user. The issue happened with the provider who was changing the dome, not the user. The receiver was replaced. There was no harm to the user as a result of this incident. The serial number of the receiver is not available at the point of this report. Further information is expected.

Manufacturer narrative:
Manufacturer's ref# sf (B)(4). Serial number for the receiver is not yet available, device has been sent to gn but is not yet received. Manufacturer's investigation is therefore pending, to be submitted when final. This is an initial report. Follow up 26mar2024. Technical investigation concluded: no DHR review available, as the serial number on the device is not available. The clinical investigation concluded: pictures show that it is the top housing which has detached. Upon further received information, it was clarified that the receiver came apart when pulling the dome off the receiver to change it in the office. There was nothing stuck in the ear of the user, and there was no harm dome, the receiver was replaced and the user continued to use the hearing aid with the new receiver after. Clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hearing care professional if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Trended case concluded: adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts. Manufacturers investigation is final. This is a final report.

Event description:
Date of incident: (B)(6) 2024. On (B)(6) 2024 it was reported that a receiver broke in the hearing care professional's office, when pulling on it to change the dome. The top housing of the receiver, along with the dome, then detached from the metal part of the receiver. The user did not wear the receiver when or after this happened, no object was left inside the ear of the user. The issue happened with the provider who was changing the dome, not the user. The receiver was replaced. There was no harm to the user as a result of this incident. The serial number of the receiver is not available. No further information is expected.